Manufacturer narrative:
D10 concomitant products: mcgrath mac vl handle 301-000-000 - 301-000-000, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the video laryngoscope entered communication mode with high probability, but the screen did not display. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when turned on, the videolaryngoscope entered communication mode with high probability, but the screen did not display. Also occurred even after the battery was changed. There was no patient involvement.